Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the unit's battery failed the battery load test during preventative maintenance (pm). As a result, the fsr replaced the battery, and the unit checked out "ok."

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was received in a cardboard box. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm. All voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 12.9 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed "less than 20 minutes remaining" after approximately 41 minutes when running on battery power. 10 minutes after the 20 minutes remaining alarm, the pump alarmed "less than 10 minutes remaining". The iabp shut off a few minutes after the alarm was cleared without the following warning alarm "less than 5 minutes remaining". The total battery runtime was approximately 55 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac2 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of battery failure is confirmed. The returned battery failed the battery load test. During the complaint inve stigation, the pump shut off after approximately 55 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the unit's battery failed the battery load test during preventative maintenance (pm). As a result, the fsr replaced the battery, and the unit checked out "ok."